Event description:
General report of an undocumented number of incidents of kinks. The extension tubing sets were being used to deliver unspecified medications. It was reported that the deliveries were by both gravity flow and by pump. The customer contact reported that the kinks occurred sometime between the IV's getting started and the pts coming back to the operating room. It was reported that the tubing sets start out fine with the loose loop but become kinked overtime, leaving the tubing sets unusable for the pts. It was reported that the kinks resulted in suboptimal pt care in critical situations, sometimes disrupting and interfering in surgical procedures in which they would have to adjust the IV and then restart the IV. There were no reported adverse pt effects and no reported delays of therapies. No add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.